Manufacturer narrative:
Section h10: (h3) pending evaluation: (d10) concomitant device(s): 1193360 - 200-02-38 - three peg patella 38mm. 1339036 - 200-04-55 - cemented finned tib. Tra sz 5f/5t. 1359674 - 201-46-10 - holding pin headless 3" (4 pk). 82145 - 203-96-01 - (11-2222) saw blade new stryk (.050). 1317735 - 234-02-05 - optetrak asy,ps cemented femoral, sz 5.

Event description:
It was reported that this patient was revised approximately 16 years post op due to pain and some instability. No issues with surgery a psc was found to be more stable at same thickness. Explants not available. Surgeon stated the original insert performed well.

Manufacturer narrative:
D4: corrected. H4: corrected. H6: corrected health effect, medical device, component, and investigation clinical codes.